Event description:
The device was returned to the service center with a report of the device would not turn on. This is not a reportable malfunction. However, during verification testing at the service center a burnt component on the middle printed circuit board was noted.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.